Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes marking on the tube was missing. The following information was provided by the initial reporter. The customer stated: ¿this is a report about a printing issue of tube. According to the customer's report, the marking on the tube was missing.¿

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing or faded print on the tube was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of missing or faded print was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing print on tubes. Bd determined that the root cause of the indicated failure mode was attributed to low ink during manufacturing. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes marking on the tube was missing. The following information was provided by the initial reporter. The customer stated: ¿this is a report about a printing issue of tube. According to the customer's report, the marking on the tube was missing.¿